Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance. A new lead was successfully placed with same model. No additional adverse patient effects were reported.